Event description:
Complainant alleged that during (B)(6) testing the device power cycled after discharging at 200 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.